Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction, when turning the image management system on, the windows app did not load. The operation was performed without the device, since there was not a back-up device available. The surgery was delayed for less than 30 min. The patient was not injured.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of boot up malfunction could not be reproduced. Unit passed functional testing during 6 hour burn-in including capture and print function. Unit also passed power cycling test. All video inputs/outputs normal and unit's display performed as expected. Both analog and digital video outputs were tested during burn-in. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.